Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found thath the tip of the scrdriver shaft 2.4 short self-holding f is stripped. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assemblance; or by using the device in a misaligned position. A functional test was unable to performed due to mating device was not received to asses the interaction, however due to observed condition during the visual inspection it can experienced the inability to hold mating devices as intended. The overall complaint was confirmed as the observed condition of the scrdriver shaft 2.4 short self-holding f would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a device history review part: 314.453 lot: 1726p98 manufacturing site: hägendorf release to warehouse: 08-sep-2022 a DHR evaluation was performed for the finished device article # 314.453 lot # 1726p98, and no non-conformances were identified.

Event description:
It was reported the short t8 drivers, on the loan sets were not retaining screws. Procedure was completed by swapping to a long driver instrument. A 2 minute surgical delay was noted. Procedure completed successfully with no patient harm.